Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint that the iab "would not inflate" is not confirmed. The returned iab bladder was fully intact with no damage noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon (iab) was placed into the patient's body, the balloon would not inflate normally. After taking it out of the patient's body, the balloon was able to be inflated, but when the user reinserted the iab into the patient's body again, the balloon would not inflate. As a result, the iab was replaced and the same insertion site was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was placed into the patient's body, the balloon would not inflate normally. After taking it out of the patient's body, the balloon was able to be inflated, but when the user reinserted the iab into the patient's body again, the balloon would not inflate. As a result, the iab was replaced and the same insertion site was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the iab "would not inflate" is not confirmed. The returned iab bladder was fully intact with no damage noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: an error was made in section 6. In the evaluation codes under the method field code 3331 was used. Code 3331 was deleted as no analysis of production records was made as there was no confirmed product failure with the returned sample.

Event description:
It was reported that when the intra-aortic balloon (iab) was placed into the patient's body, the balloon would not inflate normally. After taking it out of the patient's body, the balloon was able to be inflated, but when the user reinserted the iab into the patient's body again, the balloon would not inflate. As a result, the iab was replaced and the same insertion site was used. There was no report of patient complications, serious injury or death.